Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator would not stay in standby mode, when trying to get into high flow therapy (hft) mode. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator would not stay in standby mode, when trying to get into high flow therapy (hft) mode. The customer reported that the average air slpm readout was -1.5 (set at zero). The rse advised the customer that the readout was considered out of tolerance and could be keeping the device from staying in standby. Investigation is ongoing.

Manufacturer narrative:
The customer reported that the issue was resolved after performing a performance verification test (pvt). The device was returned to service.